Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, hardware parts were replaced. H3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, confirm reported complaint, "ias does not start up." Visual inspections shows component r21 was electrically over stressed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that imaging acquisition system did not start up normally and did not recover even after rebooting. It occurred intra operatively and there was no delay to the case. No reported impact to the patient.